Event description:
During pre-test/setup on a maquet servo I ventilator - the machine shut down inadvertently. There was no patient connected - but if pre-test would not have been done - the vent could have shut down on the patient. The machine indicated an error 35. Biomedical engineering was contacted immediately and began investigating the issue.